Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 had no energy to the distal end of the jaws. There was no patient harm.

Event description:
The hospital reported that vasoview hemopro 2 had no energy to the distal end of the jaws. The power supply, cords, and adaptor were swapped out. A new device was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
(B)(4). Updated sections: the device was returned to the factory for evaluation on 10/25/2024. An investigation was conducted on 12/20/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact silicone jaws on both the hot and cold jaws. There were no visual defects observed on the intact heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. An engineer evaluation was conducted. Hemopro2 tool failed the pre-cautery test. The heating element in the primary jaw of the complaint device did not heat up and the hemopro power supply did not beep during the precautery test indicating that electrical current was not flowing through the complaint device. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c¿ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicates electrical energy is being delivered to the complaint vh-4000 hemopro2 tool but the heating element on the jaws of the complaint vh-4000 hemopro2 tool did not heat up as expected. Additionally, it was observed that while electrical energy was being delivered to the complaint vh-4000 hemopro2 tool, the proximal end of the shaft tip near the black flex shaft became extremely hot to the touch. This indicated that there was an electrical short in this section of the shaft tip. Next, to evaluate why the shaft tip was getting hot, the shrink tubing and shaft pin were removed from the shaft tip. The jaws were then removed from the shaft tip. It was determined that the guide pin had punctured and damaged the wire insulation. The damage from the guide pin was then exacerbated by the insertion and removal of both the guide pin and shaft pin. See attached engineer evaluation. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was confirmed. The lot # 3000385859 history record review was completed. There were ncmrs, rework, or deviations documented for the reported lot number. [Ncmr #17910- on april 22, 2024, the complaint department reached out to the manufacturing team to discuss a complaint with the manufacturing team. As a result of the complaint, we decided to interview the operator who was certified for the final inspection of the cannula line. The interview with the operators revealed that one operator was not following the work instructions at the final inspection on the cannula line. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.